Event description:
It was reported that pre-dilatation was performed with a 2.0 x 20 mm trek balloon catheter and a 1.5 x 20 mm non-abbott balloon catheter of the mid right coronary artery that was 100% occluded. After a failed cross attempt with the mini vision 2.0 x 28 mm, the device caused a spiral dissection. It was attempted to be treated with another mini vision 2.0 x 12 mm; however, it would not cross. No other interventional treatment was attempted and the patient was treated with medical management only. There was no adverse patient sequela. This is being filed based on the returned device evaluation which revealed a tear in the distal shaft at the guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.0 x 28mm mini vision referenced is being filed under a separate medwatch report #. Evaluation summary: analysis of the returned device noted that the guide wire exit notch was torn for a length of 6 millimeters. The tear appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the dilatation catheter in an opposite direction as the guide wire. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported for torn material from this lot. Based on the investigation, no product deficiency was identified.